Event description:
It was reported that the patient received six inappropriate shocks resulting from a right ventricular (rv) lead fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The proximal and distal conductor of the lead became extrinsically fractured due to a cut. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. The rv (right ventricular) defibrillation coil became extrinsically fractured due to melting. Visual summary analysis of the lead indicated stretching and apparent explant damage. The analyst noted that the lead was returned with severe explant damage. The returned lead distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the fracture described in the event. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with severe explant damage. The full lead was not returned. (B)(4).